Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for 6 days. Tandem clinical support informed customer that wearing the cartridge for 6 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 120 mg/dl.